Event description:
The pt presented with bilateral internal iliac artery aneurysms for repair with hemobahn endoprosthesis. The right internal iliac aneurysm had ruptured and was occluded by emergency embolization. Occlusion and bypass of the left internal iliac aneurysm with a hemobahn was planned. Resistance was felt during the later part of the deployment and the deployment line broke. The proximal end of the endoprosthesis remained on the delivery catheter. The physician surgically removed the deployment line. The hemobahn device inverted in the external iliac artery when the delivery catheter was grasped with forceps during removal and the device was removed as well. No flow was noted in the iliac arteries, so a right to left femoro-femoral crossover graft was performed. The pt was fine at the end of the procedure.

Manufacturer narrative:
The investigation into this event is currently in process. A review of the manufacturing records was conducted. The review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met.